Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient, the pusher was discarded by the hospital; no portion of the device was returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization on of an outflow artery of a left internal iliac artery aneurysm, an embolization coil implant became tangled during repositioning and detached from the delivery pusher. The coil implant was not placed entirely within the intended location, but was left in place and was said to have "performed its desired intention." There was no reported patient injury or intervention.